Manufacturer narrative:
(B)(4).

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The field service engineer at the (B)(6) hosp found that the liquid waste sensor on the m2000sp had a cracked window. (B)(4).